Event description:
The customer reported the system displayed white images with loss of anatomical landmarks. No reported pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable assy was replaced. The system was found to be operating as intended.